Event description:
It was reported that after approx 3 - 4 minutes of activation in the iliac artery, the distal end of a recanalization catheter bent and detached. There were no attempts to remove the detached catheter segment. Surgical bypass will be performed to complete treatment of the iliac artery. The pt was reported to be doing well.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.